Event description:
IV treprostinil - self mix outbound return call to patient (call back for spontaneous outreach from pt). Pt reported an additional no disposable pump alarm she attributes to defective cassette in addition to the two reported previously. Lot numbers are 4349150, 4365512, 4372072. Pt stated the longest she went without medication was 33 minutes. Pt reported lightheadedness & nausea as a result of interruption to therapy. Pt believes she still has product for return/investigation. No other info, dates, or details provided. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? Yes - light headed, nausea, if yes, was any medical intervention provided? No; is the actual cassette available for investigation? Yes; (pt believes she kept); did we [MFR] replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to cvs/caremark by pt/caregiver. Ref reports: mw5147056, mw5147057.